Event description:
It was reported that during preparation a 4.0x20mm armada 35 pta catheter was attempted to be inflated; however failed. The balloon was noted to have a tear. There was no patient involvement and no clinically significant delay. Another unspecified device was used to successfully complete the procedure. Correction: the reported leak was noted during preparation when performing air aspiration. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak was unable to be confirmed on the returned device as the balloon was able to inflate and hold pressure. Additionally, it was not guaranteed that the correct device had returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Possible factors that may contribute to balloon damage or balloon leaks may include, but are not limited to, manufacturing, damage to the balloon during unpacking, incorrect prep, damaged balloon during prep or balloon inflation prior to soaking. The investigation was unable to determine a conclusive cause for the reported balloon leak during prep. It was noted that the balloon on the returned device was flat. It is possible that a balloon could have interacted with the stent and/or other devices during deflation causing the flat deflation. A flat balloon is not uncommon especially when deflated outside of the body. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6- medical device problem code 1546 was removed and replaced with code 1354. B5: additional information was added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
During preparation a 4.0x20mm armada 35 pta catheter was attempted to be inflated; however failed. The balloon was noted to have a tear. There was no patient involvement and no clinically significant delay. Another unspecified device was used to successfully complete the procedure. No additional information was provided.